Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: [name redacted] was operating when a fragment of the 11mm kii fios trocar (cff33) broke off and fell into the patient whilst inserting a 5mm trocar that made contact with the 11mm trocar. The 11mm camera port was angled towards the 5mm port and made contact once entering the abdominal cavity. The fragment that had broke off was retrieved. The customer has the trocar in possession and would like a replacement. Intervention: the fragment that had broke off was retrieved. Patient status: patient unaffected by event.